Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported an emergency room visit with a high blood glucose of 700 mg/dl. The customer had a high blood glucose, was under a lot of stress and her doctor took her off of the insulin pump. But the customer removed the reservoir out of the insulin pump and kept using it as if the reservoir was still there. At the time of the emergency room visit the customer had diabetic ketoacidosis, ketones, very high blood glucose and was talking funny. The customer was treated for the high blood glucose and was sent home. The customer was wearing the insulin pump at the time of the emergency room visit.